Event description:
An impella 5.5 was inserted via the axillary access to support the 68 year old male patient who had been admitted in with indication of acute myocardial infarction and cardiogenic shock, presenting in scai stage d shock. Prior to the pump placement the patient was supported by both an intra-aortic balloon pump (iabp) and extra-corporeal membrane oxygenation (ECMO). Other medical underlying history was not shared. The 5.5 supported for 5 days and the team weaned and explanted the pump. Immediately after explant the team observed neurological status changes. The team had MRI imaging which confirmed a right middle cerebral artery embolic stroke. The patient had a successful embolectomy done in the interventional radiology and survived the stroke. There is minimal information on the relationship of the embolism caused stroke and the 5.5 pump and/or ECMO use and explant.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Added: d10. Corrected: h3. Cerebrovascular accident/pdi: the cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
Added: d3, e4. Corrected: d4 (primary UDI number). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.